Event description:
An educational presentation reported pre and post rod breakage, infection and pain. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. X-ray taken - exact dates are unknown. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.